Event description:
It was reported that during a revision of a pediatric scoliosis surgery two years from original surgery, it looked like a possible infection. An xia2 polyaxial screw 6.5 in diameter was removed after removing a blocker and cutting the rod. The screw head appeared in a lock angulation unable to loosen without great force. Once passed off and non sterile, the head was loosed again with a monodriver.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.